Manufacturer narrative:
The ventilator was put into operation again after the local service tech checked the instrument and found no defects. Analysis of the event log sent to the MFR could not establish a link between the reported behaviour and system malfunction during the reported time of the event. Pending receipt of any additional info, investigation file to remain open.

Event description:
Reported event occurred at the hosp in another country. The dr verbally reported during a visit at MFR in another country that the above mentioned galileo gold was involved in an event. The event then was explained showing following effect: "system down during ventilation." After investigation of our local distributor, the screen of the galileo went dark, and the buzzer alarmed during the event. The pt stayed unharmed.